Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, disconnected from the device, and ingested carbohydrates to correct the low; no alarms were reported and no recent setting changes or off-label actions were identified, and the user denied additional insulin, recent exercise, flights, or thrill rides. Symptoms included confusion during the low. Outcomes included prolonged low glucose outside the target range for a few hours, with a nadir of 39 mg/dl, self-treatment with oral carbohydrates, and no professional medical intervention. Investigation included a structured blood glucose questionnaire and troubleshooting with user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.